Event description:
During tonsillectomy surgery, tonsil snare malfunctioned while dr was removing the tonsil - tonsil snare would not cut completely through the tonsil. Dr had to use scissors to remove tonsil. No pt injury.